Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A burr catheter was received attached to the advancer. The coil is stretched. The coil and burr are covered in excessive saline and foreign fibrous material. The distal end of the burr catheter was soaked in warm water and the saline was removed revealing blue foreign matter in the form of fibrous material wrapped around the coil, this is caused by the burr getting caught on a fibrous surface while rotating due to improper handling. Most of this foreign matter was removed from the coil and functional testing was performed by attaching the rotablator rotalink plus device to a rotablator control console system. The rotablator system was able to reach optimum speed with no issues and the burr catheter spun/moved with no issues. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-apr-2018. It was reported that crossing difficulties occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ plus was selected for use during a percutaneous transluminal coronary angioplasty procedure. During the procedure, it was noted that the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. The patient's status was stable following the procedure. However, device analysis revealed foreign fibrous material on the device.